Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the repair service technician identified image noise and white residue inside aux water channel. There was no patient involvement.

Manufacturer narrative:
B3 - date of event: olympus detected this issue during device analysis, and there was no reportable customer product or allegation, therefore there is no information regarding the customer¿s reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the image noise was due to a failed printed circuit board. Regarding the foreign material, the cause of the could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.